Event description:
It was further reported that the programmer was returned.

Event description:
It was reported that the programmer had a broken connection at the site of the stylus pen. The programmer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis the stated reason for return of broken stylus connection was confirmed. The stylus was replaced and the touch screen calibrated. The device was cleaned and it passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.